Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v688767, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v688767, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The consumer reported having "pregnancy issues" during the patient's pregnancy in (B)(6) 2014; the baby was pulling on the leads so the patient had to be induced early. The patient was indicated for urinary dysfunctional/sacral nerve stimulation.